Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. An f-38 (malfunction in tube misloading detection circuitry) alarm on channel 1 was identified during functional testing and the review of the alarm log. The reported issue was verified as the f-38 alarm. The cause of the condition was determined to be a damaged force sensing resistor (fsr). To correct the condition, the fsr was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the channel of a flo-gard infusion pump had an unspecified issue. This was noted before patient use. There was no patient involvement. No additional information is available.